Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is completed.

Event description:
The healthcare professional confirmed that the event was due to the neurostimulator and confirmed patient symptoms of shocking and sensory changes. The physician was unable to turn her device on secondary to pain. A surgical procedure was performed and intra-operative impedance measurements showed >4000 ohms. Her device system was removed and a new system implanted. It was noted that the physician was unable to remove the electrode in its entirety. No patient injuries were reported.